Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of reduced angulation was confirmed. Due to a cut on angle wire, bending section cannot be bent in up direction at all. The device evaluation also revealed: the connecting tube had coating peeling. (1mm2 or more), the light guide lens had discoloration, the light guide-bundle was slipping down, the control unit had corrosion due to water leakage, the label on light guide connector was peeled, the light guide connector was damaged, connecting tube had a wrinkle, and the adhesive on bending section cover had a chip. Due to damage on channel-tube, channel cleaning brush could not be inserted smoothly and due to a pinhole on connecting tube and bending section cover, water tightness was lost. The following components had scratches and/or dents: the universal cord had a scratch and a dent, the connecting tube had a dent, grip had a scratch, the control unit had a scratch and the switch box had a scratch. The following components were observed to be dirty or sticky: universal cord, up down plate, the bending section cover and the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a bronchial intubation with the visera tracheal intubation videoscope, the angulation did not hang. Procedure was completed with a similar device with no procedural delay. There were no reports of patient harm or impact associated with the event. Upon evaluation of the returned device, it was observed that the connecting tube had coating peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed light guide tube coating peeling could not be determined, however, it is likely that the issue was the result of repetitive use stress, external factors and or handling. Olympus will continue to monitor field performance for this device.